Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The affected product was requested for investigation, however, there are no test strips remaining to return.

Event description:
The initial reporter questioned high inr results using 2 coaguchek meters compared to the dade innovin laboratory method. The customer provided data for 30 comparison tests. Of the data provided, discrepant inr results were identified for 2 patients between a coaguchek xs pro meter with serial number (B)(4) and a coaguchek xs meter with an unspecified serial number compared to the laboratory. Patient 1 result from the meter was 4.0 inr. The result from the laboratory within 7 hours was 5.3 inr. The therapeutic range for patient 1 is 2.5 - 3.5 inr. On (B)(6) 2019 patient 2 (male with date of birth of (B)(6)) result from the meter was 4.2 inr. The result from the laboratory within 7 hours was 3.2 inr. The therapeutic range for patient 2 is 2.0 - 3.0 inr. Any dosage adjustments were made based on the laboratory results as they were believed to be correct. There was no allegation that an adverse event occurred. Patient 1 is in good condition. Patient 2 is in stable condition. Patient 2 was drinking less (B)(6) juice.